Manufacturer narrative:
Product event summary the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead alert triggered due to high impedance. It was also reported the rv lead exhibited suspected fracture. Diagnostic testing/troubleshooting was performed. The rv lead was capped, remains implanted-out of service. A new rv lead was implanted. No patient complications have been reported as a result of this event.